Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed in a large volume infusor during infusion. There is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 12j029 was manufactured september 24, 2012 - september 25, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.